Event description:
Same as case as MDR 6000089-2006-00361. 226 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the mid left anterior descending artery (lad). The index procedure treated two target lesions. Target lesion 1 was located in the mid lad with 95% stenosis and was 5mm long with a reference vessel diameter of 3.25mm. Target lesion 1 was treated with direct placement of a 3.5x12mm taxus stent. Following post dilatation, there was persistent stenosis in the distal end of the stent from plaque prolapse despite administration of a 3.5x12mm taxus stent. Following post dilatation, there was persistent stenosis in the distal end of the stent from plaque prolapse despite administration of ic nitroglycerin. An additional 3.0x12mm taxus stent was placed distally in an overlapping fashion, with no residual stenosis of the stented segment following post-dilatation. Target lesion 2 was located in the proximal lad with 60% stenosis and was 10mm long with a reference vessel diameter of 3.25mm. Target lesion 2 was treated with direct placement of a 3.5x16mm taxus stent, with 0% residual stenosis following post-dilatation. The patient was discharged 1 day post index procedure on asa and plavix therapy. The patient was admitted, 226 days post index procedure, for cardiac catheterization to evaluate abnormal results of a stress cardiolite resting thallium perfusion study (12/sep/2005) which demonstrated a small area of mild reversible infeorapical ischemia. Of note, the patient had not been complaining of anginal symptoms. Selective left coronary angiography revealed 80% stenosis immediately after the stented segment at the level of diag1. The previously placed proximal lad stent was noted to have less than 10% in-stent restenosis. The mid lad was treated with balloon angioplasty and placement of a 3.0x33mm cipher stent, with no residual stenosis following post-dilatation. The cipher stent covered the area of distal peri-stent stenosis as well as the area of in-stent restenosis at the level of overlap. The patient was discharged 1 day post tvr on continued asa and plavix therapy. In the opinion of the physician there was a probable relationship between the event and the taxus stents.